Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported by the customer that upon receiving, the device packaging was found to be damaged/opened. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported.